Manufacturer narrative:
Sections with additional information as of 30-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. H10: most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Pending qc investigation - supplemental report will be reported with device analysis information.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 164, 154, 145, 151 and 132 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 120 mg/dl and 138 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).